Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A batter/power issue was reported with the adc device. The customer reported a defective battery stating the device "would not turn on even after charging it for more than 4 hours." As a result, the customer experienced a seizure, a loss of consciousness and was unable to self-treat. The customer was administered baqsimi nasal glucagon spray by third-party for treatment. There was no report of death or permanent injury associated with this event.